Manufacturer narrative:
This ingevity lead was returned to boston scientific¿s post market quality assurance laboratory with the helix mechanism in an extended position. Visual inspection found dried blood/tissue around the helix. Resistance testing found the lead was not electrically continuous. Detailed analysis confirmed that the inner conductor coil had a break at the distal end of the terminal pin. Based upon the clinical observations and the laboratory findings, we believe that torsional overstress during attempts to extend/retract the helix caused the inner conductor coil to break.

Event description:
Boston scientific received information that this lead was an attempted implant. It was reported that the helix would not extend after thirty turns. The tension was released on the lead and another thirty turns were performed and still no extension. The torque was released again, the lead pulled back and there was good extension. However, noise was observed fifteen minutes later which was oversensed resulting in pacing inhibition when connected to the device. The lead was disconnected and reconnected to the pacing system analyzer (psa) and noise was observed again in addition to pacing impedance measurements greater than 3000 ohms. Therefore, the lead was removed and a replacement lead was implanted without further incident. No adverse patient effects were reported.